Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: the battery cap was stuck, but was able to be removed from the pump. The battery cap was damaged. The battery compartment had stripped threads. Unrelated to the initial complaint, the battery compartment was cracked, and the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was unable to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.